Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 508 mg/dl and low blood glucose level of 42 mg/dl. The customer also experienced different blood glucose level of 191 mg/dl. The customer was treated with injection for high blood glucose and with food and carbs for low blood glucose. Customer did not report symptoms related to high blood glucose and low blood glucose. Troubleshooting was not performed the insulin pump will not be returned for analysis.